Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient reported getting sore nose related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found white powder in and around the air inlet area. The manufacturer also observed a light amount of dust or dirt contaminantion on the outer surfaces, cracks and crevices and around the outlet port. The manufacturer inspected the device internally and found a chip on the bottom of the pressure sensor seal. A fine, white powder was found on the outer surface of the blower and the blower blades and bottom surface of the blower box under the blower. The manufacturer find that other contaminations observed in this investigation were sourced from external environmental conditions. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but an amount of dust / dirt contamination were observed and are consistent with being from an external source.